Event description:
It was reported that the patients ipg was no longer working after receiving the end of life message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.